Event description:
It was reported via repair work order that the brakes were inoperable due to broken caster stems and breaking lever. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.